Manufacturer narrative:
Additional information: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted that there was a separation between the female connector and the main body. On the dark blue female connector, there was evidence that an insert chip was present during assembly. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set female connector disconnected at the main body of the twist clamp; further described by the nurse as ¿when the patient was trying to disconnect from the amia device at the end of treatment, the transfer set came apart the luer lock came away from the roller clamp¿. This occurred during use for automated peritoneal dialysis therapy. As a result, the patient had to cut the cycler tubing to disconnect from the amia device. There was no patient injury associated with this event, however, the patient received prophylactic treatment as a precautionary measure. No additional information is available.